Event description:
It was reported that the user experienced fluctuating blood glucose with a peak of 208 mg/dl after a morning shower and a low reading discrepancy between the ilet display at 80 mg/dl and a dexcom reading at 65 mg/dl while at church, after which the user consumed apple juice and later calibrated the ilet using a fingerstick of 152 mg/dl; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included weakness and sweating consistent with hypoglycemia. Outcomes included correction of the low blood glucose with oral glucose and no medical intervention or hospitalization. Investigation included user guidance to perform a fingerstick verification and calibration, and review of reported sensor and device readings. Investigation of this case revealed a low glucose event treated successfully with oral carbohydrates and a transient hyperglycemic reading of unclear cause, with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.